Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea") and affective disorder ("mood disorders predominant in the pre-menstrual phase"). The patient was treated with surgery (total inter-ovarian laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea and affective disorder outcome was unknown. The reporter provided no causality assessment for affective disorder, dysmenorrhoea and menorrhagia with essure. The reporter commented: it was reported that sample is available. A technical investigation will be conducted, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('menorrhagia') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis uteri. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), affective disorder ("mood disorders predominant in the pre-menstrual phase") and device intolerance ("possible intolerance to essure."). The patient was treated with surgery (total inter-ovarian laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea and affective disorder outcome was unknown. The reporter considered affective disorder, device intolerance, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: it was reported that sample is available. Reporter considered that essure contributed to the occurrence of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: essure device removal questionnaire received: dob, medical history, and reporter causality added. New event added: possible intolerance to essure. Reporter causality changed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('menorrhagia') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis uteri (no evidence of external endometriosis). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), affective disorder ("mood disorders predominant in the pre-menstrual phase") and device intolerance ("possible intolerance to essure."). The patient was treated with surgery (total inter-ovarian laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea, affective disorder and device intolerance outcome was unknown. The reporter considered affective disorder, device intolerance, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: it was reported that sample is available. Reporter considered that essure contributed to the occurrence of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality-safety evaluation of ptc. We received a device sample in this case. A technical investigation was conducted, including a review of complaint records and other relevant data; should any new and reportable information that becomes available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('menorrhagia') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea") and affective disorder ("mood disorders predominant in the pre-menstrual phase"). The patient was treated with surgery (total inter-ovarian laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea and affective disorder outcome was unknown. The reporter provided no causality assessment for affective disorder, dysmenorrhoea and menorrhagia with essure. The reporter commented: it was reported that sample is available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.